Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer stated that, she changed her set, used a pen to treat because blood glucose was going up over 300 mg/dl and found the cannula was curved. Customer stated that hours went by and she kept testing and her blood glucose never got below 200 mg/dl, even after pen injections and changed set again this morning and blood glucose was 301 mg/dl and 401 mg/dl. Customer reported the following symptoms related to their high blood glucose was thirst. Customer treated high blood glucose with pens. Based on customer report customer does not allege pump was under delivering. Customer stated that, that she just removed site and noticed that the cannula was bent, but she was still able to get a small amount of insulin out of it. The device is not expected to be returned for analysis.